Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the trial generated through their whole body and back. The patient said last night with the permanent device, the patient was on 4.0 volts and got stimulation all the way down the right leg, but got nothing in their left side or lower back. The patient stated they spoke to a manufacturer¿s representative (rep) who told them to give it a couple of days. It was mentioned the patient was on one program and they would do more programs. No further complications were reported.